Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Investigation result of flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached. The handle cannula is in good condition and there was evidence of the flaring process. Further examination noted the dongle shaft and key are in good condition and the cannula in the crimping section near the dongle was in good condition. The complaint was confirmed, the flare detached. The flare detachment caused the catheter to look the incorrect length. Review and analysis of all available information failed to indicate a definite root cause of this complaint and is therefore undeterminable.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare was inserted into the endoscope and the wire was attempted to extend but it failed to extend out of the sheath. The device was checked and it was found that the plastic sheath was longer than normal. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.